Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-fem-celect-perm. (B)(4). Summary of investigational findings: investigation of 25aug2016: the below evaluation of (B)(6) 2014 concerning difficult filter retrieval and tilt is still valid. The additional information regarding grade 1 perforation is commented here. Grade 1 perforation is confirmed by the imaging. There was grade 1 interaction between all 4 of the primary filter legs as well as 5 of the secondary filter legs without evidence of frank penetration or pericaval inflammatory changes. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Investigation of (B)(6) 2014: imaging demonstrates that the filter was implanted in 27 days and that the retrieval procedure lasted 40 minutes. Also it was demonstrated that filter tilt did not change significantly during implant period, filter hook was not imbedded in the ivc wall. However, filter tilt increased during inspiration, possible that this resulted in a fibrotic reaction between filter hook and ivc wall. This might have influenced on the difficult retrieval procedure. However, filter was entirely removed and ivc normal afterwards. From the literature filter tilt inside ivc is a well-known risk. Several case reports published in articles, describe filter tilts inside the vena cava wall and different retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the level of difficulty in attempting to retrieve the filter was major. A loop snare technique was used in conjunction with an 18 french sheath glidewire as additional methods or devices to retrieve the filter. The glidewire was "brought around the neck of the filter because the hook could not be snared due to tilting." On (B)(6) 2014 the patient was admitted to the hospital for a planned ivc filter placement related to a scheduled neurosurgery on (B)(6) 2014. The pre-placement ultrasound was negative for thrombus in the inferior vena cava (ivc), the pelvic veins and lower extremity veins. The primary reason for the filter replacement was prophylactic for risk of venous thromboembolism (vte) due to upcoming surgery. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 26.7 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein access site, a celecttm filter (lot number: e3240934) was deployed at the intended location of the ivc infrarenal site. There was no evidence of filter fracture, deformation, migration, or filter tilt. The filter was neither deployed prematurely nor did the filter jump upon deployment. There was no extravasation of contrast or filter leg(s) appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed the ivc diameter at the intended filter location was 25.0 mm. The filter was placed at the ivc suprarenal site. There was no evidence of filter fracture, deformation, or migration. The filter tilt in the ap view was 3.0 degrees, and in the oblique view was 8.9 degrees. Analysis: cava tilts rightward at 22.3 degree angle. The post-procedure x-ray on (B)(6) 2014 (two days post-procedure), revealed no evidence of filter fracture, embolization, or migration. Filter tilt was greater than or equal to 16 degrees. Analysis revealed no evidence of filter fracture, deformation, embolization, or migration. Filter tilt was 4.3 degrees in the ap view and 4.6 degrees in the lat view. On (B)(6) 2014 (six days post-procedure), the patient was discharged. On (B)(6) 2014 (27 days post-procedure), the pre-retrieval CT, x-ray, ultrasound, and the retrieval procedure were performed. The CT revealed no evidence of a pulmonary embolism (pe). The reason for the retrieval procedure is that the filter was no longer clinically needed. The endovascular retrieval procedure was attempted utilizing a cloversnaretm retrieval set via the right internal jugular vein. The level of difficulty in attempting to retrieve the filter was major. A loop snare technique was used in conjunction with an 18 french sheath glidewire as additional methods or devices to retrieve the filter. The glidewire was "brought around the neck of the filter because the hook could not be snared due to tilting." No filter legs appeared outside the column of contrast before the retrieval, and no thrombus was present in the filter. There was no extravasation of contrast after the retrieval. On 09jun2016: additional information: on (B)(6) 2014 retrieval CT (27 days post-procedure): analysis: the angle of filter tilt in the sagittal plane was 4 degrees and 9.4 degrees in the coronal plane. On (B)(6) 2014 retrieval venacavagram (27days post-procedure): analysis: the angle of filter tilt in the ap view was 9.4 degrees. The angle of filter tilt in the lat view was not provided. Site: filter leg interaction not assessed. Analysis: number of filter legs with grade 1: six. Number of filter legs with grade 2: zero. Number of filter legs with grade 3: zero. Patient outcome: patient remains in the study. On 09jun2016: add info from (B)(4): on (B)(6) 2014 (27 days post-procedure), the filter was retrieved endovascularly, via the right internal jugular vein, with major difficulty (B)(4). There was no extravasation of contrast after filter retrieval. The patient has exited the clinical study. No device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-fem-celect-perm. Summary of investigational findings: imaging demonstrates that the filter was implanted in 27 days and that the retrieval procedure lasted 40 minutes. Also it was demonstrated that filter tilt did not change significantly during implant period, filter hook was not imbedded in the ivc wall. However, filter tilt increased during inspiration, possible that this resulted in a fibrotic reaction between filter hook and ivc wall. This might have influenced on the difficult retrieval procedure. However, filter was entirely removed and ivc normal afterwards. From the literature filter tilt inside ivc is a well-known risk. Several case reports published in articles, describe filter tilts inside the vena cava wall and different retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the level of difficulty in attempting to retrieve the filter was major. A loop snare technique was used in conjunction with an 18 french sheath glidewire as additional methods or devices to retrieve the filter. The glidewire was ¿brought around the neck of the filter because the hook could not be snared due to tilting.¿ on (B)(6) 2014 ,the patient was admitted to the hospital for a planned ivc filter placement related to a scheduled neurosurgery on (B)(6) 2014. The pre-placement ultrasound was negative for thrombus in the inferior vena cava (ivc), the pelvic veins and lower extremity veins. The primary reason for the filter replacement was prophylactic for risk of venous thromboembolism (vte) due to upcoming surgery. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 26.7 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein access site, a celecttm filter (lot number: e3240934) was deployed at the intended location of the ivc infrarenal site. There was no evidence of filter fracture, deformation, migration, or filter tilt. The filter was neither deployed prematurely nor did the filter jump upon deployment. There was no extravasation of contrast or filter leg(s) appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed the ivc diameter at the intended filter location was 25.0 mm. The filter was placed at the ivc suprarenal site. There was no evidence of filter fracture, deformation, or migration. The filter tilt in the ap view was 3.0 degrees, and in the oblique view was 8.9 degrees. Analysis: cava tilts rightward at 22.3 degree angle. The post-procedure x-ray on (B)(6) 2014 (two days post-procedure), revealed no evidence of filter fracture, embolization, or migration. Filter tilt was greater than or equal to 16 degrees. Analysis revealed no evidence of filter fracture, deformation, embolization, or migration. Filter tilt was 4.3 degrees in the ap view and 4.6 degrees in the lat view. On (B)(6) 2014 (six days post-procedure), the patient was discharged. On (B)(6) 2014 (27 days post-procedure), the pre-retrieval CT, x-ray, ultrasound, and the retrieval procedure were performed. The CT revealed no evidence of a pulmonary embolism (pe). The reason for the retrieval procedure is that the filter was no longer clinically needed. The endovascular retrieval procedure was attempted utilizing a cloversnaretm retrieval set via the right internal jugular vein. The level of difficulty in attempting to retrieve the filter was major. A loop snare technique was used in conjunction with an 18 french sheath glidewire as additional methods or devices to retrieve the filter. The glidewire was ¿brought around the neck of the filter because the hook could not be snared due to tilting.¿ no filter legs appeared outside the column of contrast before the retrieval, and no thrombus was present in the filter. There was no extravasation of contrast after the retrieval. On 09jun2016: additional information: on (B)(6) 2014 retrieval CT (27 days post-procedure): analysis: the angle of filter tilt in the sagittal plane was 4 degrees and 9.4 degrees in the coronal plane. On (B)(6) 2014, retrieval venacavagram (27days post-procedure): analysis: the angle of filter tilt in the ap view was 9.4 degrees. The angle of filter tilt in the lat view was not provided. Site: filter leg interaction not assessed. Analysis: number of filter legs with grade 1: six. Number of filter legs with grade 2: zero. Number of filter legs with grade 3: zero. Patient outcome: patient remains in the study. On 09jun2016: add info from (B)(4): on (B)(6) 2014 (27 days post-procedure), the filter was retrieved endovascularly, via the right internal jugular vein, with major difficulty ((B)(4)). There was no extravasation of contrast after filter retrieval. The patient has exited the clinical study. No device related adverse events have been reported.